Event description:
Customer states cam02 unit will not link up with phillips monitor. Customer states that when unit was plugged in, smoke was produced out of camino. It was confirmed there was no patient involvement.

Manufacturer narrative:
Reference to complaint (B)(4). Investigtion and findings: device history record was reviewed and found no related faults. Unit passed all the required tests. No manufacturing defects or non-conformances were observed. Service record review: service repair investigations will be conducted during the repair process and trend data will be reviewed (B)(4). Complaint verified, resolved on-site and no further action necessary.

Manufacturer narrative:
Reference to complaint (B)(4). Investigtion and findings product was received in house, and the sensor board was found to be defective. Repair completed (B)(6)2020 with a diagnostic code of "failed/out of spec electronic component". CAPA trending review: there are no CAPA's related to this issue and this complaint. Complaint trending review: complaint history was reviewed for the previous two years and found (B)(4) similar complaints, giving an incident rate of 3.42%. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: per cam02 medical device hazard analysis rm0004002 rev 1 - ref. Hazard ID line int-002, malfunction of vital equipment, negligible risk.

Event description:
Customer states cam02 unit will not link up with phillips monitor. Customer states that when unit was plugged in, smoke was produced out of camino. It was confirmed there was no patient involvement.

Manufacturer narrative:
Product was received in house, and the sensor board was found to be defective.

Event description:
Customer states cam02 unit will not link up with phillips monitor. Customer states that when unit was plugged in, smoke was produced out of camino. It was confirmed there was no patient involvement.